Manufacturer narrative:
The reported unintended movement (clip open - establish final arm angle (efaa) was confirmed via returned device analysis. The reported poor image resolution could not be tested as it was related to patient/procedural conditions. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported events. Additionally, a review of the complaint history did not identify a lot specific issue. Based on the information reviewed, the reported poor image resolution was due to procedural conditions. The observed missing component (clip introducer) was likely an outcome of post-procedural handling/shipping of the device. The observed harness deformation was likely the result of retracting the lock line beyond the blue line during troubleshooting attempts to open the clip. The reported unintended movement (clip open - establish final arm angle (efaa) appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.na

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device (chordal interaction) is being filed under a separate medwatch report number.

Event description:
This is filed to report the clip opening. It was reported that this was a mitraclip procedure to treat grade 3+ functional mitral regurgitation (mr). The first mitraclip ntw was inserted. All steps were performed per the instructions for use. The clip grasped the leaflets with trace mr reduction. The clip lock was checked with the establish final arm angle (efaa) step, but the clip started opening to a 30 or 40 degree angle. Troubleshooting was performed and efaa was checked again, but it was the same result. It was decided to discontinue use of this clip. The un-deployed ntw clip was removed, and a new ntw clip was inserted. The grippers were confirmed to be functioning on the new ntw clip. Imaging was a challenge due to shadowing/patient anatomy. When the clip was initially advanced to the ventricle, imaging was so bad, they pulled the clip back to the left atrium and re-advanced it, but imaging was still bad. The clip was difficult to remove from the chordae. After it was removed, a new flail was noted to p3 and mr grade was 4+. The flail was suspected to be from a chordal rupture when the clip interacted. Grasping was a challenge because of the poor imaging. The clip was retracted to the left atrium and the grippers were checked; it was noted that the posterior gripper would not lower anymore. This ntw clip was removed from the anatomy, undeployed. A third clip, ntr, was inserted. The ntr clip was successfully deployed, reducing mr grade to 2+. There was no additional information provided.